Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The parts, medical records, and lab report were reviewed by bioengineering and report was received concluding; based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
The patient (no details yet) has a fractured femoral component of his srom hip and is apparently looking to sue the company. The registrar involved has contacted the rep with this information. Rep will attend the revision surgery which has been scheduled on (B)(6) 2014 and will provide additional details for this case. Additional info received (B)(6) 2014. Primary left total hip replacement, on (B)(6) 2012. Reason for primary hip replacement: left hip pain with reduced mobility and difficulty sleeping. Patient underwent revision on (B)(6) 2014, as the femoral stem was broken. Only the stem, sleeve and head were revised during revision surgery. Extended femoral osteotomy was performed and fractured stem removed. Replacement stem from biomet was used.